Event description:
User of dreamstatiom CPAP machine that was recalled. Within the past 1-2 years, I have suffered from severe consistent headaches and fatigue as well as mild chest pressure. Also, I experienced a severe eye infection that lasted approximately a week. Consultation with rheumatologist indicated inflammation and I am in contact with my doctor to address these issues. I have discontinued use of the product per the instructions of the recall. I have severe sleep apnea and discontinued use is affecting my quality of life. FDA safety report ID# (B)(4).